Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that PICC was inserted on (B)(6)2024 and dwelled for 32 days for ivabs and bloods. Secura cath on, their normal practice since 2016. Total length 50cm, external length 6cm. Fractured under patients skin. Patient complained of pain: after discussion with patient, further discussion of presentation with staff as the description of pain was abnormal. Review of PICC tract showed fluid speckle under the cubcut tissues. Va rn removed and able to see break in line approx. 8cm from insertion site measurement. New PICC inserted. Difficult to asses patient harm as patient did not have english as first language and cognitive difficulties. Pain was present during infusions and when the line was flushed.

Event description:
It was reported that PICC was inserted on (B)(6) 2024 and dwelled for 32 days for ivabs and bloods. Securacath on, their normal practice since 2016. Total length 50cm, external length 6cm. Fractured under patients skin. Patient complained of pain: after discussion with patient, further discussion of presentation with staff as the description of pain was abnormal. Review of PICC tract showed fluid speckle under the cubcut tissues. Va rn removed and able to see break in line approx. 8cm from insertion site measurement. New PICC inserted. Difficult to assess patient harm as patient did not have english as first language and cognitive difficulties. Pain was present during infusions and when the line was flushed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. The product returned for evaluation was a 4 fr single lumen powerpicc solo catheter. The returned product sample was evaluated and a kink impression with a longitudinal split was observed at the 12 cm mark on the catheter body. No specific evidence was seen during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access and maintenance techniques may have contributed; however, insufficient evidence was found on the returned sample to conclusively determine a root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that PICC was inserted on (B)(6) 2024 and dwelled for 32 days for ivabs and bloods. Securacath on, their normal practice since 2016. Total length 50cm, external length 6cm. Fractured under patients skin. Patient complained of pain: after discussion with patient, further discussion of presentation with staff as the description of pain was abnormal. Review of PICC tract showed fluid speckle under the cubcut tissues. Va rn removed and able to see break in line approx. 8cm from insertion site measurement. New PICC inserted. Difficult to assess patient harm as patient did not have english as first language and cognitive difficulties. Pain was present during infusions and when the line was flushed.